Event description:
It was reported that the left ventricular [lv] lead dislodged which resulted in high threshold measurements. It was also reported that during the procedure to replace the dislodged lead, the helix of the replacement lead was "severely" bent prior to implant when the physician attempted to extend the helix with a pair of metal forceps. The dislodged lv lead was removed and a second replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant. (B)(4). The full lead was returned in segments and was analyzed. No anomalies were found. Blood/body fluid was found on all conductors, including the distal conductor (not obstructed).